Event description:
After the surgery, when manipulating the mayfield head holder adapter, the screw and spring fell out.

Manufacturer narrative:
Repeated use of the tension lever can cause the screw protecting the spring to loosen and the spring can disassemble. However, the lever can be used even without the spring. There is also a second lever which can be used if required.